Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-190 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of error e216 was not confirmed. Device evaluation found a white contaminate, believed to be an infacol (simethicone) type product, evident within the air and water channels which was not related to the customers reported fault. The additional evaluation findings are as follows: light cover glasses chipped, glasses adhesive worn, optical cover glass chipped, distal end adhesive lifting, insertion tube - protector worn, aspiration housing colored ring worn, light guide tube - protectors damaged, light guide tube delamination evident, plug body - probe unit contamination evident, s-connector water ingress, low angle, knob play, aw blockage evident, water removal failed, and the electrical safety test failed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope encountered error e216 (image fault). The issue was found during preparation for use, and the intended procedure was completed with a similar device. During the device evaluation, the following reportable malfunction was found: contamination evident within the air and water channels. This medical device report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.